Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained high blood glucose for approximately two and a half days, peaking at a ¿high¿ reading, while using an ilet system with a 6 mm, 23" infusion set and without alarms indicating interrupted delivery; the user also inquired about reusing or refilling cartridges and was advised not to do so. Symptoms included muscle pain. Outcomes included no hospitalization, no back-up therapy, and no ketone testing. Investigation included review of device performance and user reports, which indicated no leaks, no alarms, and ongoing insulin delivery with glucose trending downward to 277 mg/dl at the time of contact. Investigation of this case revealed that the device functioned as designed, and steroid exposure was discussed by the user as a potential contributor to hyperglycemia, though the user later denied recent steroid injections in the questionnaire. It was concluded, based on previously established findings for similar reports, that the cause was unclear and not attributable to a confirmed device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.